Event description:
It was reported the patient had been receiving multiple shocks and felt "somewhat traumatized." The lead was replaced due to lead fracture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; partial lead in segments returned and analyzed. Other: it was reported the patient had been receiving multiple shocks and felt "somewhat traumatized." The lead was replaced due to lead fracture. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event. Lead(s), fracture of, shock, inappropriate.